Event description:
It was reported that during prior to a surgical procedure at the user facility, the irrigation wheel was broken. A lack of irrigation in the device is known to cause overheating. It was further reported that the user facility was not able to get the console working prior to the procedure, and a different console was used. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results. Device not returned for evaluation.

Event description:
It was reported that during prior to a surgical procedure at the user facility, the irrigation wheel was broken. A lack of irrigation in the device is known to cause overheating. It was further reported that the user facility was not able to get the console working prior to the procedure, and a different console was used. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.